Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Additional information was received that the patients ipg was no longer working as intended. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.